Event description:
I have lyme disease and have needlessly suffered for 8 years before being diagnosed by a llmd because of the cdc's insensitive and erroneous 2-tier "lyme disease test." There are currently no accurate laboratory tests for lyme disease and this is supposed to be a clinical diagnosis, as stated on the cdcs website. However, there is misinformation and heavy pressure from (B)(4), a very political organization who has proven they do not care about the lives of people suffering from this horrible disease, and there is heavy pressure from the cdc to keep numbers "lie" through their "testing methods" , which were originally intended for surveillance purposes only- not diagnosing! And we can't leave out insurance companies, who for some reason, have also had a say in how this disease is managed and their priority is to keep costs down by denying people treatment!. Facility: (B)(4).